Event description:
It was reported that the patient's atrial leadless pacemaker exhibited noise reversion episodes and low i2i throughput. It was also noted that the atrial sense and pace counters didn't add up to a hundred percent. Re-programming was performed to minimize the noise reversion. No further intervention was performed. No patient consequences were reported.